Manufacturer narrative:
(B)(4) - device evaluation: lifescan received the meter and test strips with the complaint and completed device evaluation on (B)(4) 2012, respectively. The returned meter and test strips passed testing. The alleged complaint was not confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately high compared to the another meter. The patient reported blood glucose results of "540 mg/dl" with a lifescan meter and "300 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting.